Event description:
The customer reported blood glucose of 400mg/dl. Customer stated absence of no delivery alarm during bolus on the insulin pump. Customer refused troubleshooting and requested a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test, cracked reservoir tube lip and scratched display window.